Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a vial, with residue on lens. Visual inspection found no visible damage to the lens and there was residue on lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.0/+1.00/090 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to excessive vaulting, angle closure, with elevated intraocular pressure (iop). The lens was exchanged for a shorter lens and the problem was resolved.